Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures shows that the cone of the male luer lock (mll) of the return line is cracked. The reported condition was verified. The cause of the reported condition was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the return line male luer connector of a prismaflex m100 set was broken. This event was discovered during continuous renal replacement therapy (crrt). There was no patient injury or medical intervention associated with this event. No additional information is available.